Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR for this lot has been requested. The examination carried out based upon the manufacturing and material documents showed that the existing pedicle screw and screw holder were manufactured according to specifications. The sleeve and nut were not submitted for investigation, therefore, no opinion can be made with regard to the functional error indicated. No precise cause of damage can be determined for the jamming of the screw holder. The article was manufactured according to specifications.

Event description:
It was reported that the part was jammed. This is report 1 of 1 for complaint (B)(4).